Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13nov2019.

Event description:
The customer reported their unit had a white screen. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The service technician confirmed the issue occurred at the power-on self test and no used by patient. The service technician replaced the vga controller pcba (printed circuit board assembly) to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.